Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
It was reported that during the implantation attempt of the right ventricular lead the "electrical numbers" were mediocre. The physician attempted to reposition the lead but the helix failed to extend. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the reading the customer reported was found in meter memory. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
Customer's son reported that on august 3, 2010 customer received a reading of 400 mg/dl on his freestyle freedom blood glucose meter. He further reported customer self-treated with an unknown "increased" amount of insulin. Customer then began to experience symptoms of "low blood sugar" (not elaborated), resulting in a seizure. Paramedics were called and treated customer with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed. It should be noted: while troubleshooting with customer service it was discovered the customer's meter was not calibrated correctly to the test strips in use. Customer service provided calibration training.